Event description:
Patient reported after they were injected in the nasolabial folds with 0.25cc¿s of juvederm ultra xc they experienced ¿more discomfort than usual/injection sites were painful to the touch¿, erythema, progressive swelling, and a ¿formation of pustules¿ on the right side of the ¿nasal vestibule¿ within 24 hours after the injection. As the patient lives far from the injecting physician, as well as other possible sources of treatment, the patient was prescribed keflex after the injecting physician saw photographs and talked to the patient over the phone. Follow up with the physician noted that he would have treated the patient with hyaluronidase if the patient had been able to come in for treatment, but as that was not an option, he treated the patient as if they had an infection. Symptoms initially resolved however, the pain and pustules have returned.

Manufacturer narrative:
(B)(4). Attempts by allergan medical to obtain such info as the lot number have been unsuccessful; injecting physician did not record the lot number of the device. Device labeling: undesirable effects. The patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Haematomas. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Any other undesirable side effects associated with injection of juvederm ultra xc must be reported to the distributor and/or to the MFR.